Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered nine bursts of inappropriate anti-tachycardia pacing (atp) and six electric shocks for what appeared to be supraventricular tachycardia (svt) with rapid ventricular response (rvr). Technical services (ts) suggested reprogramming options. Device remains in service. No additional adverse patient effects were reported.